Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continu-flo solution set leaked at the valve (clearlink) closest to the end/patient; the leak was observed between the injection site (clearlink) and tubing. This was observed once fluids (saline) was started on the pump during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction: the event occurred on 07/18/2025. This report is a duplicate of manufacturer report number 1416980-2025-04286. All information can be found under manufacturer report number 1416980-2025-04286. Should additional relevant information become available, a supplemental report will be submitted.